Event description:
During the performance of a diagnostic laparoscopy with the laser ablation of endometriosis injury toartery resulted. The injury required a mini laparotomy to be performed to correct the arterial bleeder. The patient was stable, did well postoperatively and was discharged without incident. Bothe the tip and handpiece are manufactured by sltdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.